Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirteen devices were received for evaluation. 8 events were duplicated during testing. Five events were not duplicated; however, the devices were found to be outside of specifications. Seven devices were found to have corrosion. Four devices were found to have damaged components. One device was found to have a shattered bearing. One device was found to have had non-stryker repair. One device is expected to be received for evaluation; however, it has not been received. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events, in which the devices were reportedly overheating. Nine events had no patient involvement; no patient impact. Four events had patient involvement; no patient impact. 1 event had no known patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. There were no remedial actions taken on these devices. These devices are not labeled for single-use. Additional information: 1 device was received; however, the user facility declined repair. The device was returned to the user facility unevaluated and unrepaired.

Event description:
This report summarizes 14 malfunction events, in which the devices were reportedly overheating. Nine events had no patient involvement; no patient impact. Four events had patient involvement; no patient impact. One event had no known patient involvement or patient impact.